Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer high blood glucose level was 28 mmol/l. The customer reported that the infusion set was failed and they changed it with 5 times. Customer stated that his blood glucose was keeps going up and the sites feel wet. Customer stated that the cannula was not bent or damaged. The device will not be returned for analysis.